Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the skin was sutured following a cesarean section, and the wound did not heal on the 18th day, there was bloody secretion at the needle eye, and the knot was broken. They performed surgical suture to complete the case.